Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that she was implanted on (B)(6) 2019 and the 2nd surgery was (B)(6) 2019 because stimulation was only in the breast area instead of the back so they did a surgery and that resolved the issue.